Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2015-05372, 2134265-2015-05371, 2134265-2015-05373. It was reported that stent foreshortening occurred. Vascular access was obtained via the femoral artery. The non-occluded, 10cm x 6mm, discreet long target lesion was located in the superficial artery (sfa). Pre-dilatation was performed with a 5x60mm balloon catheter. An 8x120x120mm epic stent was advanced to treat the lesion. Post stent deployment, it was noted that the stent was foreshortened from the distal end, leaving the distal lesion untreated. A 7x80x120mm epic stent was advanced and deployed, and the same foreshortening occurred. A 7x60x120mm epic stent was advanced and deployed and the same foreshortening occurred. A 8x40x120mm epic stent was advanced and deployed and the same foreshortening occurred. The lesion was covered and the procedure was completed. The final length of the deployed stents appeared as approximately 120mm. No patient complications were reported and the patient's status was stable.